Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm and a se 2074, which occurred on the homechoice (hc) during use, during cycle 1. The baxter technical service representative (tsr) recycled power and cleared the alarm, 2074 and found a 2240 alarm in the alarm log. The caller found a hole in the patient line caused by the dog. The caller would discard the supplies and call the registered nurse (rn) per the air detect alarm and the home patient (hp) being connected. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not disconnect any time prior to the alarm or observed air. All supply bags were properly connected. There were no clamps on the unused supply lines. The home choice set was not being reused. There was no damage noted to the over pouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or over pouch. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)94). The problem was confirmed. The root cause was animal damage. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.